Event description:
The screw thread on a 4.0 mm asnis sts cannulated screw unraveled during insertion by hand in a distal humeral case at (B)(6) hospital. The unraveled portion of the tip of the screw was observed on x-ray.

Manufacturer narrative:
Device remains implanted. If additional information is received it will be reported on a supplemental report. Device remains implanted.

Manufacturer narrative:
Evaluation summary: the reported event that the screw unraveled could be confirmed, since the x-rays matches the reported failure. Due to the fact that the affected device was not returned for evaluation a root cause could not be determined. The asnis operative technique states: "the self-cutting and self-tapping tip of the asnis 4.0mm screw is intended for cancellous bone. In dense cortical bone pre-drilling with the cannulated drill 2.7mm and use of the cannulated tap 4.0mm is recommended, especially when placing oblique screws." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.

Event description:
The screw thread on a 4.0 mm asnis sts cannulated screw unraveled during insertion by hand in a distal humeral case at the hospital. The unraveled portion of the tip of the screw was observed on x-ray.